Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving bupivacaine (27.2 mg/ml, 6.655 mg/day) and morphine (2.4 mg/ml, 0.5872 mg/day) via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that a critical alarm started around 6am (one report states 4am and the other 6am) and was beeping all day every 10 minutes. The patient went to the emergency room and spoke to the rep on the phone and said she hadn't heard the pump beep "in about 1 hour." The audible alarm stopped before the rep got to the hospital. The rep met the patient and the pump was still stalled since 4am with no recoveries. The rep sat with the patient for about 45 minutes and never heard the pump alarm; the rep never silenced the alarm. The patient texted her "this morning" and told her that the pump had just started alarming again. The patient did not have a personal therapy manager. The patient started feeling sick after noon; withdrawal was reported. This was considered a sudden change in therapy/symptoms. A stimulator battery replacement "13 days prior" may have led or contributed to the issue. The pump logs were read to confirm the motor stall occurred at 4:00 am. A password was given to shut the pump alarm off and the pump was replaced and would be returned; the rep had possession of the pump. Reservoir volume contained 8 ml which was consistent with expected volume. The issue was not resolved at the time of this report. The patient had tried multiple concentrations and drug types through the pump in the past including prialt (dates, concentrations and dosages were unknown). The patient status at the time of this report was "alive - no injury." The patient¿s medical history included interstitial cystitis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump motor (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.